Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 06/29/2012. The strip lot #d151202-1 was manufactured on 12/02/2015 and expired in 12/2017. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips of same lot#d151202-1, the control solution tests for level low were 50/53 mg/dl; for level high were 237/228 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 7:00 pm after receiving high blood glucose readings from his prodigy diabetes glucose meter. The end user was feeling weak and drowsy and visited the ER. The caller refused to provide any further pertinent information in regards to this medical event.

Manufacturer narrative:
We tested the standby current on the returned meter, the result was 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function of returned meter were ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d151202-1). The control solution tests for level low were 86/75 mg/dl, for level high were 288/290 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. Two results were out of the acceptance range. Ng. We tested the retain strips (same strip lot number:d151202-1). The control solution tests for level low were 59/55 mg/dl; for level high were 250/252 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. According to above, we found the strips returned strips were moist. And results of incorrect readings might because patient stored the strips in a uncontrolled or improper environment and lead to strips moist and produced incorrect readings.

Event description:
This is a supplemental report to initial report 3005862821-2017-00031 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(4) on 03/30/2017 and an investigation results of the suspect devices were completed by ok biotech.